Manufacturer narrative:
(B)(4): the customer reported that this defibrillator would not shock above 70 joules. There was no report of any pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that this defibrillator would not shock above 70 joules. There was no report of any pt involvement.